Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
It was reported that, during the explant of this implantable cardioverter defibrillator (ICD), the header of the device detached. Additionally, it was noted that the device is pacing in unipolar. The device was found to be in safety mode. The device and all components were removed, and a new device was implanted successfully. The existing lead checked out fine. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this particular device was not returned and analyzed, we have confirmed observations of loose headers in the past. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that, during the explant of this implantable cardioverter defibrillator (ICD), the header of the device detached. Additionally, it was noted that the device is pacing in unipolar. The device was found to be in safety mode. The device and all components were removed, and a new device was implanted successfully. The existing lead checked out fine. No additional adverse patient effects were reported.

Event description:
It was reported that, during the explant of this implantable cardioverter defibrillator (ICD), the header of the device detached. Additionally, it was noted that the device is pacing in unipolar. The device was found to be in safety mode. The device and all components were removed, and a new device was implanted successfully. The existing lead checked out fine. No additional adverse patient effects were reported.